Event description:
This is follow up# 1 to report that on 20/sept/2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ventral hernia repair and was implanted with strattice device lot sp100529 on (B)(6) 2018. The patient underwent an "exploratory surgery with lysis of adhesions, bowel resection and removal of previously placed mesh¿ on (B)(6) 2021. The form lists the conditions that were treated were ¿bowel involvement¿, ¿bowel obstruction and resection¿, ¿adhesions¿, ¿expulsion of mesh¿ and ¿severe pain¿ and ¿all other conditions identified in the records¿ with approximate dates of treatment as 2021. The patient claims that ¿the failure of the mesh caused chronic pain, adhesions, bowel obstruction, mesh explusion and bowel involvement which required an additional surgical procedure during which the implant was removed.¿ no other information was provided. The event of ¿reherniation¿ was removed as it does not appear this patient experienced a recurrence with strattice. The lot number is valid however since the catalog and sublot were not provided, due to system limitation the lot will be defaulted to unknown however a DHR will be requested for sp100529. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice laparoscopic on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot sp100529 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice laparoscopic on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.